Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device was no longer alarming for low blood glucose alerts. The customer had low blood glucose levels of 49 mg/dl and 59 mg/dl. The customer stated that they were feeling fine and just needed to eat to treat their low. The customer also had blood glucose levels of 120 mg/dl and 300 mg/dl. It is unknown whether auto mode was used at the time of the incident. The device will not be returned for analysis. Cross reference case-2019-00391487 for low blood glucose documentation.